Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#52f mdm metal liner; cat#unknown ; lot#unknown. Device name#28 +4 biolox head ; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection. A washout was performed and an mdm metal liner, adm/ mdm poly insert and 28 +4 ceramic head were revised.